Manufacturer narrative:
This emdr was not sent within 30 days because of unexpected delays incurred when applying for our FDA esg as2 production system account. This emdr has been sent shortly after our production system approval.

Manufacturer narrative:
(B)(4).

Event description:
During a scheduled follow-up on (B)(6) 2014, the device was found in standby mode. The device has been re-initialized successfully afterwards.

Event description:
During a scheduled follow-up on (B)(6) 2014, the device was found in standby mode. The device has been re-initialized successfully afterwards.